Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for two days. The blood glucose level was 400 mg/dl. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.